Event description:
Customer reported she had a low blood glucose event while at work and her coworkers took her to the emergency room. Customer was unconscious when she was found. Blood glucose value at the time of admission was 14 mg/dl; treated with 2 liters of glucose. The customer was removed from insulin pump therapy by the doctor until next appointment which on (B)(6), 2015. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.